Event description:
It was reported that during retraction of a pta balloon dilatation catheter through an 8f introducer sheath, the balloon completely detached from the catheter. The introducer sheath was withdrawn from the pt and it was observed that the balloon was still lodged in the sheath. There were no portions of balloon remaining in the pt. No pt injury.

Manufacturer narrative:
The lot number for the device has been provided and a review of the device history records is currently being performed. The complaint sample has not been returned to the manufacturer to date.